Event description:
It was later reported on (B)(6) 2019 that there was evidence of increased hemolysis, subsequently the patient received a pump exchange on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section d4 and h4: additional information section e: correction manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6) and could have contributed to the reported hemolysis. Elevations in pump power/estimated flow typically associated with pi events were confirmed via the evaluation of the log file data. A direct correlation between the elevated pump parameters and the observed depositions could not be conclusively determined through this evaluation. Evaluation of the log file data also confirmed a momentary low speed event. Log file 8b151103 contained data spanning from (B)(6) 2019 at 16:37:32 to (B)(6) 2019 at 10:01:29, per the timestamp. A momentary low speed event was captured on 10/27/2019 at 21:37:56. Following this event, the pump speed remained above the low speed limit for the remainder of the log file. No other notable alarms were captured. Intermittent elevations in pup power/estimated flow typically associated with pi events were captured on (B)(6). A specific cause for the change in pump parameters cannot be conclusively determined. The pump was returned with the driveline cut approximately 2¿ from the pump body and 28¿ of the severed portion was returned. The sealed outflow graft was returned and was secured to its respective pump port. The sealed inflow conduit was not returned. Upon disassembly of the device, a deposition was found surrounding the inlet bearing cup/ball. The deposition was tissue-like in nature, denatured, and displayed laminated layering, suggesting that it developed in the pump over an undetermined amount of time while the pump was operating. Examination of the outlet stator/rotor outlet section revealed a large, tissue-like deposition that extended from the rotor outlet into the area between the outlet bearing ball and stator blades. The formation was not laminated but displayed evidence of denaturation. The presence of red concentric contact marks on the rotor¿s outlet section further indicates that the deposition was present in the outlet stator at some point while the rotor was spinning, and the pump was supporting the patient. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined through this investigation. Examination of the rotor inlet section revealed tissue-like depositions situated in-between the rotor blades. The formations were not laminated and but displayed evidence of denaturation. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined through this investigation. Examination of the returned portions of the driveline found them to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced elevated pump power consumption and multiple power spikes. The patient was admitted to the hospital where intravenous heparin was administered. An echocardiogram (echo) was performed and revealed a moderately dilated left ventricle, moderate to severe native systolic function, a reduced inflow cannula speed, an aortic valve that partially opens in each cycle, the presence of aortic regurgitation (ar), as well as mild mitral regurgitation (mr). The echo also revealed a slightly dilated right ventricle, and slightly reduced systolic function. It was also reported that there were no signs of hypertension, anticoagulation was adjusted, and hemolysis parameters were improved. The patient is listed for urgent position for a heart transplant. No further information was provided.